Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient height is (B)(6). Additional patient ID numbers are (B)(6). Patient initials are (B)(6). Date of event: unknown. This report is for two unknown 3.5mm cortical screws. Part and lot numbers were not available for reporting. Other number¿usi: part number unavailable, UDI is unavailable. The subject devices are not expected to be returned to the synthes manufacturer for evaluation and were reportedly discarded by the hospital. 510(k): unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision and hardware explant surgery due to infection on (B)(6) 2016. The three (3) plates and twenty-eight (28) screws were initially implanted during a revision surgery which was performed on (B)(6) 2016. This revision surgery is addressed and reported under related complaint (B)(4). During the (B)(6) 2016 revision surgery, the plates and screws were easily removed and the patient was revised with a competitor's retrograde antibiotic nail. The revision surgery was completed successfully without delay or patient harm. This report is for two unknown 3.5mm cortical screws. This report is 4 of 7 for (B)(4).

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.